Event description:
A customer reported that the probe of the ortho provue analyzer dripped fluid. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.

Manufacturer narrative:
An ocd ca field engineer (fe) visited the site. The field engineer indicated that the pressure regulator had malfunctioned, leading to probe drip. The fe performed the appropriate repairs and adjustments to return the analyzer to expected operation.